Manufacturer narrative:
The patient's age and weight were not reported to the manufacturer. The replaced outflow graft was retained by the hospital and was not available for evaluation. Photographs that were submitted to the manufacturer showed the completed sealed outflow graft replacement, but the reported kink was not able to be confirmed. The patient's system controller event history was submitted an reviewed. The first six days of the event history appeared to show routine power source exchanges and the system appeared to be operating as intended. The final approximately 17.5 hours showed intermittent low flow hazard alarms when the estimated flow was calculated below the low flow threshold of 2.5pm. The pump speed remained above the low speed limit during the captured events. The evaluation could not conclusively confirm the cause of the events. The patient remains ongoing on vad support and was reported to be doing well. A review of device history records showed no deviations from manufacturing or qa specifications that would affects device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 6 months post-implant of (B)(4) it was reported that the patient was at home and experienced multiple red heart alarms. The patient went to the hospital and the patient's event history indicated a decline in power and estimated pump flow. Although the patient was not symptomatic, he was admitted into the hospital. A CT scan was performed and indicated an obstruction or kink in the outflow graft. Later that day, the patient was taken to the operating room and the outflow graft was replaced.